Event description:
The hospital reported that during a pretest for an endoscopic vein harvesting procedure, the t.w. Power supply was not giving off energy and there was no audible tone. The device was never used on a patient.

Manufacturer narrative:
The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).